Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 22-mar-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawer was failed and not detected on bus. A field service engineer removed the back cover and inspected the pyxibus serial cable. The cable was snug on all bottom connections, with no visible damage. Noted that the closing arms on the matrix connector for the previously affected drawer were slightly open, indicating it may not have been fully seated. The fse fully removed and reseated the connector as a precaution. Verified proper functionality after reseating. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es storage space failure occurred in station ER north and displayed a message "matrix drawer/device not detected on bus". The customer stated that this malfunction occurred while dispensing the medication which caused a delay to the patient care. There were no adverse events or injuries reported based on this event.